Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, during an attempt to deliver defibrillation energy, the device indicated "abnormal energy delivery" and the device reportedly did not deliver energy. The customer was unable to provide specifics on the patient age, but did indicate they were between (B)(6) old. When the reported issue occurred, the customer implemented use of a back up device, almost immediately as they were in the ICU (intensive care unit). The patient did not survive the event, but the customer did indicate that the reported device issue did not contribute to the death of the patient as they were in the ICU and had immediate access to another device. No additional event details have been made available.